Manufacturer narrative:
Product analysis: the product was discarded by the facility, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into calcified anatomy, resistance wa s met and the delivery catheter system was unable to advance past the common iliac artery. The system was removed and a system with a smaller diameter was used for a successful implant. After deployment, two perforations were noted. It was unable to be determined if the injury occurred during the first or second attempt at implant. Per the physician, the injury was likely caused as the in-line sheath and the delivery catheter system (dcs) were introduced. Subsequently two stents were placed. No other adverse patient effects were reported.